Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeons experience using the pvs device for appendectomies? Was the device used to take the meso and appendix? Did the surgeon create a window in appendix to ensure no tissue was within jaws distally? How many pvs reloads were used to complete procedure? Were any staple formation issues noted? What was the approximate blood loss? Was a transfusion required? What was done in the reoperation? What is the current patient status?

Event description:
It was reported that post-operative after a laparoscopic appendectomy procedure, the patient, an (B)(6) was brought back to operating room for bleeding at the mesoappendix. There is no additional information.